Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system and intermittently paused insulin delivery to allow time to eat, after which un-pausing in a hyperglycemic range with no insulin on board led to concentrated correction dosing by the ilet; a specific episode included a low glucose of 24 mg/dl treated with oral glucose followed by a high of 263 mg/dl treated by the ilet. Symptoms included hypoglycemia with confusion/disorientation and shaking/tremors, followed by hyperglycemia and distress. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and device component not further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.